Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. The instrument was tested with test media and it performed as expected. There were no noise issues heard at any time during the analysis of the device. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that the y-link was cracked. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, there were abnormal sounds from the device and it did not work well. There was no patient consequence.